Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device connector was damaged inside the connection housing. The issue was identified during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken pins, damaged front panel, and deformed chassis. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due to the broken connector pin. Olympus will continue to monitor field performance for this device.